Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, after which the issue was resolved and the customer was able to successfully start their sensor session.